Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 383312 and lot number 2089814. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
Additional information received on 04.dec.2023. Was there any harm to the patient/healthcare professional? A: there wasn't. Was there a need for medical and/or surgical intervention due to what happened (imaging exams, surgery, medication administration, etc.)? A:there wasn't. Was there exposure of blood or chemotherapy to mucous membranes (eyes, nose and mouth) or skin? If so, inform whether the exposure was to the patient or the professional and what measures were adopted. A:there wasn't. What medication was being administered? A:no information. Could you send photos of the sample? A:not received. Did you use a new one instead of the defective product when drilling? A:no information. Manikanta nagesh 08. Dec.2023. Replacement info requested information: corporate name: (B)(6) hospital. Cnpj: 61590410/0001-24. Address: (B)(6). Person, sector and contact telephone number: (B)(6). Sector: natef - 3rd ss - block c tel: (B)(6). Manikanta nagesh 08.nov.2023.

Manufacturer narrative:
(B)(4) initial MDR submission. A follow up MDR will be submitted if additional information becomes available. Patient problem code: f26 ¿ no health consequences or impact. Device problem code: a040101 ¿ fracture.

Event description:
While puncturing the patient, successfully on the first attempt, I notice that the 22g intima catheter has a defect in the transparent vinyl tube that is leaking the saline solution when injected. Another employee also witnessed what happened.

Event description:
No additional information.

Manufacturer narrative:
(B)(4) - follow up MDR for correction. The initial MDR was inadvertently submitted with an aware date of 09oct2023 however, this has been corrected to an aware date of 24nov2023.